Event description:
It was reported that the user¿s ilet displayed the fill tubing screen while connected to the infusion set and tubing, resulting in unintended navigation to the fill workflow, though no insulin was delivered and the agent guided the user to exit the screen. Symptoms included no adverse clinical effects reported. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included remote troubleshooting and user education to safely exit the screen and confirm no delivery occurred. Investigation of this case revealed that the system entered the fill interface without a user-initiated press-and-hold delivery and functioned as designed once the user exited, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to unintended screen navigation without insulin delivery.